Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a case of a mismatch of the programmed corneal flap thickness when compared with the post flap generated results. Reporter indicated there was a thirty to forty micron difference. Additional information has been requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. Hospital requested for technical service for the ophthalmic laser system. During on site visit the service engineer performed system verification and calibration of z-off set. Machine works correct. The root cause has not been identified. Contributing factors could be incorrect setting of z-offset. (B)(4).

Event description:
Additional information received indicates the physicians have now programmed a different thickness which they are satisfied with.